Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed using a 31mm watchman flx laa closure device with delivery system (wds) and watchman fxd curve access system (was). Prior to the commencement of the procedure, no baseline pericardial effusion was noted. An attempt was made to implant a 35mm closure device but was unsuccessful. A 31mm closure device was also attempted to be implanted but was unsuccessful and the procedure was aborted. After removal of the 31mm closure device and withdrawal of the was into the right atrium a small pericardial effusion was identified via transesophageal echocardiogram (tee). The patient remained stable with no hemodynamic compromise and no interventions were required. A transthoracic echocardiogram (tte) performed three (3) hours post index procedure confirmed the pericardial effusion had not worsened. The patient was discharged one (1) day post index procedure.